Manufacturer narrative:
This MDR has already been submitter to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised due to loosening on (B)(6) 2023. The implantation date was on (B)(6) 2021. A cup, screws, a glenosphere, and a metaglene were explanted. A cup, screws, a glenosphere, and a metaglene were implanted.